Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry revealed a critical alarm was occurring; reset occurred and pump was in safe state. It was later reported that the pump contained lioresal 2000 mcg/ml @ 762.7mcg/24hs in flex dosing. The pt experienced hypertension and began to have spasms in thumbs at about 11:15 pm. Pump logs revealed that a low battery alarm occurred at 1420. When the pt presented to the emergency room, the pump was in safe mode. Due to high cervical injury and history of autonomic decompensation, surgery was emergently scheduled. The physician did not want to reprogram the pump. At 1:30 am on (B)(6) 2010, a pump replacement was performed. No catheter problems were noted as the catheter was able to be aspirated. The pt was to follow up with the physician on (B)(6) 2010. The pt's outcome was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Historical information was noted that the device had had variances with "expected residual volume being greater than it should be at times" in 2008. Xrays taken at that time did not reveal any apparent occlusion or problems. In addition, the pump was in recall group, in which it was to be monitored for possible battery depletion.